Event description:
It was reported that a catheter issue occurred. The patient presented with percutaneous transluminal coronary angioplasty (ptca) with history of chest pain and positive stress test. The opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the ptca, the ivus (intravascular ultrasound) catheter wrapped around wire. The entire system had to be removed (wire, ivus, guide catheter, and sheath.) No known harm to the patient was reported.